Event description:
Customer reported via phone call that insulin pump shut off during the night, which he believes may have contributed to his high blood glucose. Customer's blood glucose was 372 mg/dl. During troubleshooting, alarm history showed an unexpected restart alarm and a no delivery alarm. Insulin pump passed the self-test. Customer declined troubleshooting for high blood glucose and reports that no delivery was resolved with a complete set change. Customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.